Event description:
Customer reported that a pt developed a wound dehiscence the same day following colon surgery. The pt was returned to surgery for repair. No further specific info provided.

Manufacturer narrative:
Date sent to the FDA: 06/18/2008. Conclusion: a review of the batch mfg records was conducted. This review did not identify any non-conformances and the batch met all finished goods release criterial. No conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.